Manufacturer narrative:
Device will not be returned for evaluation, therefore the reported condition cannot be confirmed or duplicated and an assignable cause cannot be determined. Should additional information become available, a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "over delivery." (B)(4)

Event description:
The facility representative reported an ipump that switched prescriptions. The amount shown did not match the amount programmed, and could be a potential overdelivery. The reported condition occurred during patient use. It is unknown if patient injury or medical intervention occurred. An attempt to obtain additional information was made, however, none could be obtained due to customer refusal to answer questions.